Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of around 400 mg/dl. The customer was not bolusing with the insulin pump and felt comfortable with manual injections. The customer received no delivery alarms. The alarm was resolved with an infusion set and reservoir change. The high pressure test passed. The device was not returned.